Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the tubing at blood sampling valve (bsv) port 7 had disconnected. The fse trimmed tubing and reconnected to resolve the leak and background failures. (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The customer described the leak as 50 ml of blue liquid that leaked around the piercing needle of the analyzer. The leak was not contained and went onto the counter. The customer could not determine the source of the leak. The startup process had just completed, and had failed background counts for all parameters. The customer had not processed any patient samples and took the analyzer out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.